Manufacturer narrative:
(B)(6)

Event description:
As reported by the patient¿s attorney, two xenform® soft tissue repair matrix (MFR report #3005099803-2016-03135 and MFR report #3005099803-2016-03136) were implanted into the patient on (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.